Event description:
Note: the date of event is unknown. It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure. According to the complainant, during the procedure, once the forceps were inserted through the endoscope, it would not open. The device was removed and would still not open once tested outside the patient. No device damage was noted and the patient's anatomy was not torturous. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; washer tail bent.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the returned device found that the washer tail was bent and attached from the bottom to the one of the pull wires. Additionally, no abnormalities were noted with the device riveting and welding which were within design specifications. Functionally the device jaws would open and close normally considering the bent washer tail. As a result, measurements were taken of the curves and it was determined that one of the curves was out of specification and could have caused the bending of the washer tail. The condition of the returned incident device was not consistent with the complaint; jaws would not open. The most probable root cause is manufacturing due to the improper curve.